Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient reported needle retraction issues. The sensor was inserted into the abdomen on (B)(6) 2018. No additional patient or event information is available. No product was provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. An inspection was performed and found that the applicator was returned fully deployed and had no physical damage or significant abnormalities. Confirmation of the reported event of a needle retraction issue could not be determined. A root cause could not be determined.